Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. As per customer the infection that led to the loss of the implant was caused by the grafting material bio-oss and bio-gide. Dentsply sirona implants is not the manufacturer of the grafting materials.

Event description:
It was reported that a patient experienced a dental implant loss.